Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17418. E4 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿.

Event description:
The complainant did not follow recommendations of a graft placement on the axillary site when placing a impella cp to support a critical patient. It was discussed with the chief physician that we recommend taking a graft on the axillary artery and then implanting the impella with a sheath. However, the head physician preferred that the vessel be prepared by the surgeon and then implanted by puncture without a sheath set. After 3 hours, ischemia of the left hand was clearly visible. The hand was covered with cloth wraps to increase blood circulation through warmth. Care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.